Manufacturer narrative:
(B)(4) - results: (stent deformation, failure to deliver the stent), (severe calcification, 70% stenosis). Conclusions: (severe calcification, 70% stenosis). Device eval: the stent was positioned on the balloon as per specification. A strut on the 11th proximal stent segment was raised. A number of struts on the 11th and 12th proximal segments were deformed. The distal tip was slightly flared.

Event description:
The physician was attempting to implant a 3.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to a pt. The target lesion exhibited 70% stenosis and severe calcification. The stent failed to cross the lesion and was removed. Upon removal, it was noted that the stent struts were damaged. No clinical sequelae were reported.